Manufacturer narrative:
Concomitant: product ID 355531, lot# n425695, product type screening device. Product ID 3778-45, (B)(4), explanted: 2014-(B)(6), product type lead. Product ID neu_stylet_acc, lot# unknown, product type accessory. (B)(4).

Event description:
It was reported that high impedances of greater than 10,000 ohms were found on all electrodes during the procedure. It was noted that impedance testing was performed and an x-ray was taken. It was noted that a different product was used. It was further noted that they were unable to get stimulation with the lead and the multi-lead trailing cable (mltc). It was noted that the mltc was changed first, because the lead was in place. It was noted that the lead was replaced when high impedances were found despite changing the mltc. It was further noted that new lead and mltc readings were within normal limits and the patient was able to feel stimulation. Additional information received reported that they were unable to determine the cause of the high impedances intra-procedure. It was noted that replacement mltc and lead provided the patient with stimulation in his pain area, so they were able to proceed with the trial. It was further noted that this was a ¿temporary lead stimulation trial and not an implant.¿